Event description:
Patient was undergoing PICC placement without complication. X-ray was obtained showing that line needed to be adjusted, and when it was adjusted as usual, resistance was met to pull the line back. Attempts were made to massage and gently pull the PICC line out slightly, but resistance continued to be met. Every time resistance was met pulling was stopped. After again readvancing and trying to pull the line back out, the line immediately and noticeably snapped at 4.5cm. Pressure was immediately placed on the extremity to hold the line in place as best as possible. X-ray was obtained that showed the line was in the same spot. Plan now for infant to go to or to remove line. PICC line lot number: 11478688. Manufacturer response for PICC line, PICC line (per site reporter) [redacted date]: sent to [redacted name] and cc legal and [redacted name]. [Redacted date] re-sent to risk for crosscheck. They had said they would not need it but this is not standard. [Redacted date] risk confirms to send it to the legal & risk services department attention- [redacted name].